Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair physical condition. Unit underwent functional testing and ran for three days; a total of 13 hours. Dut continually cycled, not confirming the reported customer complaint. It was noted however to have no visual indicators when alarms were activated. The main board was then replaced to address this failure mode. The device then passed all functional tests. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical pneupac parapac ventilator shut off during patient use. No adverse patient effects were reported.